Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device replacement procedure, when this right atrial (ra) lead was removed from the device header, the conductor became exposed. The ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.